Event description:
It was reported by repair work order that the floor mount antlers were fractured on the head end of the assembly. This could effect the securing of a cot in the ambulance. Sharp edges were exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.